Event description:
User facility medwatch report received that states: "patient had electrophysiology cardiac ablation with placement of perclose device in right femoral artery. Shortly after the patient was transferred to the cardiac critical care unit where it was noted that his right lower extremity was pale and he did not have pulses in his right lower extremity. A CT angiogram was performed and demonstrated a complete occlusion of his right common femoral artery. He was taken to the operating room emergently after he was heparinized and underwent a revascularization of the right common femoral artery. During surgery it was noted that there was a small piece of the delivery system of the perclose device in the wall of the common femoral artery, which may have contributed to the common femoral artery narrowing and subsequent occlusion." Subsequently the reporter was contacted and additional information was received: a femoral angiogram was performed. The access site was mildly calcified. The sheath size just prior to the insertion of the proglide device was 8f. A small piece of the device was removed from the right common femoral artery along with a piece of plaque. The physician thought that the removed piece was a foot from a proglide device. The revascularization procedure was done under general anesthesia. The physician is trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). The access site was mildly calcified. It should be noted that the proglide instructions for use (IFU), states the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence of a product deficiency.

Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.